Manufacturer narrative:
H3: other (code unspecified, describe in h10). (81) - the sample was not returned. Per the user facility, during set-up of the device, it was observed that the volume was low and additional volume was added. About halfway through cpb, a noise was heard, and the venous line was observed to be hanging down and blood spilling onto the floor. The issue with the tubing happened on three previous occasions during set-up of the device. A tie band was placed on the venous line at the site of the dripping connector which stopped the leak. Two of the three cases were completed successfully with only one being cancelled. Per the customer's request, the connection where the disconnection occurred was specified not to be tie banded or bonded during the manufacturing process. Within the terumo cardiovascular kit IFU it it states: "push tubing past the innermost barb and secure with tie-band to prevent disconnection and leaks. " the device history record (DHR) was reviewed and no issues were noted related to this complaint. All available information has been placed on file in the quality management for appropriate tracking, trending, and follow-up. Case label gtin: (B)(4). Production identifier: (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a venous line disruption that caused an approximate 500-millimeter (ml) loss of blood. The surgical procedure was completed successfully. There was no delay and no adverse consequences to the patient.